Manufacturer narrative:
This follow-up report is being submitted to relay additional information. One tloc 133 offset inserter assy was returned and evaluated. Upon visual inspection the tip of the device has fractured. There are impact marks on the strike plate and scuffing on the shaft of the device. A review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further information at the time of this report.

Event description:
It was reported that the femoral implant inserter broke during the case. There was no known impact or consequences to the patient. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.